Event description:
72 hours into ecla case, two oxygenators used in parallel, were changed out due to plasma breakthrough and clot formation. Both units were changed out and no pt injury was observed. Ecla is an off-labeled use of the device. The device is labeled and designated to operate for maximum perior of 6 hours.